Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Unused product from the same lot reported will be returned for eval. Method: the actual device will not be returned. Unused product from the same lot reported will be returned for eval. Results/conclusions: the actual device will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. No inventory available for the finished good lot reported nor product manufactured with the same suture component lot. Unused product from the same lot reported will be returned for eval. A f/u report will be submitted once the eval is completed. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Reference: item #sxpd2b405, stratafix spiral pdo knotless tissue control device, 2ctx #2 pdo 36 x 36, lot mbhw360.

Event description:
Surgical suture #2 pdo material used for closure of the rectus muscle. After the procedure, pt had an episode of severe coughing and then began to experience heavy bleeding. Pt was taken back to the operating room for re-closure. (B)(4).